Event description:
It was reported that the patient presented with silent ischemia and a 2.25 x 23 mm xience xpedition stent was implanted at the target lesion in the 99% stenosed, de novo, distal circumflex artery (lcx) at a maximum pressure of 18 atmosphere (atm). Post dilatation was completed with a 2.5 mm unspecified balloon at maximum pressure of 18 atm. After stent implantation, a dissection occurred in the proximal lcx. A 3.0 x 15 mm xience xpedition was implanted as treatment, resolving the event. There was no adverse patient sequela or a clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.